Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the pump powered on with returned the battery cap. The battery cap was able to fully tighten. During the investigation an 128-fe80 alarm was received during each rewind attempt; therefore investigators were unable to adequately investigate the original "no power" complaint due to an inability to run 24 hour basal program. The review of the black box showed unexplained power reboots. Additional power reboot events were observed in black box, all of which were associated with the clearing of alarms per normal pump operation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.